Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (b)(6) 2026 at (b)(6) . The patient's blood glucose levels reached over 13.9 mmol/L (250 mg/dL) while wearing the Pod. Symptoms reported included hyperglycemia, malaise, and vomiting. It was reported that the PDM could not be powered on. The patient suspected a broken charging port and attempted to use multiple chargers; however, the PDM failed to power on. The patient was treated with an insulin infusion.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: LOCKDOWN:Omnipod Software App Version: 3.1.6,Operating System: N5004L-AM-Q-MV01602-06-01.06,Hardware: N5004L,CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.